Event description:
Asr revision. Asr xl acetabular system - unknown hip. Reason for revision: pain.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision, asr xl acetabular system - unknown hip, reason for revision: pain. Hip to be revised : left. Update: revised hip, products, surgeon added & primary surgery date amended as per update email received (B)(6) 2012. Update - added stem. Taken from claimsuite dated (B)(6) 2015.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (brand name); (type of device); (catalog/lot number); (date of implant); (not a reprocessed single use device); (date received by manufacturer); (labeled for single use); (remedial action). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr xl acetabular system - left hip.